Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a gap was identified between the tip and the outer sheath of the etew2828c82ee stent graft delivery system, which was intended to treat a 300mm abdominal aortic dissection. This issue was detected prior to use and required manual adjustment to tighten the stent. It was confirmed that there was no damaged noted to the device box and it was sealed when taken off the shelf. The device was removed from its packaging without excessive force. During the implantation process, the device failed to advance. Upon removal of the delivery system from the patient, it was observed that there was an increase in the gap between the tip and sheath, and the outer sheath showed signs of slight bulging. As a result, the stent was replaced with a new medtronic stent of the same model, allowing the operation to proceed successfully. Per the physician, the approach was normal and there were no thrombosis/calcification, tortuosity that could have contributed to the outer sheath and tip separation. No patient complications have been reported following this incident.

Manufacturer narrative:
Additional information received; it was clarified that the stent failed to reach the target area. Per the physician, the cause of the bulging could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis device was received for analysis with the external slider partially retracted. The stent graft had been deployed prior to receipt of the device and was not received for analysis. Kinks were evident to the spiral member and to the graft cover over the kink site. Deformation was evident to the stent stop. Deformation was evident to the graft cover tip. An approximately 3mm gap was observed between the graft cover and taper tip. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.